Manufacturer narrative:
The apollo micro catheter was returned inside of a biohazard bag and a shipping box. The usable length of the apollo micro catheter was measured and found to be within specification. Onyx residue was found within the apollo micro catheter tip and hub. No bends or kinks were found with the apollo micro catheter shaft. The detachable 1.5cm tip was found to be intact. Upon visual inspection, no defect was found with the distal tip. Tension was applied to the detachable tip causing the tip to detach. A portion of the ldpe coupling tube was removed to measure the ldpe overlap. The ldpe overlap was measured to be within specifications. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿tip non-detach¿ was confirmed. However, the cause for the non- detachment issue could not be determined. There was no non-conformance to specifications identified that led to the ¿tip non-detachment¿ issue. In regard to the ¿catheter entrapment/difficult during remove¿ issue, the report could not be confirmed, and the cause c ould not be determined. Per the report: ¿the onyx 18 and 34 were both injected effectively, not allowing onyx to reflux proximal to the marker.¿ there was no onyx reflux reported which could have contributed to the event. However, the vessel anatomy may increase the force needed to extract the catheter. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Per the apollo IFU (instructions for use): ¿the distal section of the catheter incorporates a detachment zone that allows detachment of the distal tip when the force required to extract the catheter exceeds the force to detach the tip. Select tip size based on angioarchitecture. The detachment zone should never be distal to the last tortuous curve of the vessel. When withdrawing the catheter, monitor the distal tip under angiography. Pulling the catheter against significant resistance can cause patient injury. If significant catheter resistance is felt, refer to the precaution in the procedure section below for guidance.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the detached coil was implanted by pushing another coil through the catheter. It was noted the coil was too large, but it did not cause any issues with the patient outcome.

Manufacturer narrative:
Refer to manufacturer report # 2029214-2020-00433. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil prematurely detached. It was reported that the patient was planned to be treated with coils and onyx 18 and 34. The coils were intended to be placed with the 017 catheter to create a plug proximal to the onyx injection site. The first coil chosen was too large, and when they pulled back to remove, the coil was no longer attached. They had to remove it from the catheter by advancing another coil. An apollo catheter was in place distal to the coil mass. The onyx 18 and 34 were both injected effectively, not allowing onyx to reflux proximal to the marker. When the catheter was withdrawn, it would not move. Constant pressure was applied, but the distal tip did not detach. The physician stated they were concerned as they had never had to apply so much pressure and considered cutting at the groin. The constant pressure eventually released the catheter, and the tip was still intact. The coil was implanted at the intended site. The patient did not experience any injury. The devices were prepared according to the instructions for use (IFU). A continuous flush was administered during the procedure. The pushwire was not bent or broken. There was no friction during delivery. The physician repositioned the coil, and did not attempt to detach the coil. The patient was undergoing treatment for a left frontal arteriovenous malformation. The vessel tortuosity and blood flow were normal. There was no vasospasm. Ancillary devices include a 017 catheter and apollo microcatheter.